Event description:
After compression was released during imaging to ensure proper position, the hookwire was sucked into the pt's breast. This occurred twice within one week on two separate pts. The hookwires were subsequently removed during the surgical procedure.